Event description:
Patient was waiting in the checkout line at the grocery store when the fork stem broke. He fell back and was caught by someone standing nearby. This did not stop him from falling, but slowed his fall significantly. When he fell his arm landed on some shelving. He has a bruise that is about the size of a grapefruit between his shoulder and elbow, but says he is not injured otherwise.

Manufacturer narrative:
Report initiated following FDA audit.